Manufacturer narrative:
Additional information: the complaint was confirmed. One unpackaged ar-9236-01pp serial/batch number 102765015 was received for investigation. No functional test was performed because of the damage to the device. Visual evaluation noted that the device was broken into two pieces. Cuts were observed on the material of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.

Event description:
On 11/21/2023, it was reported by a sales representative via (B)(4) that an ar-9236-01pp glenoid trial broke. This occurred during use. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.